Event description:
It was reported that pump experienced malfunction with code 16, and there were no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump eligibility for field correction, updated or confirmed customer email, resent field correction notice, and completed required form on customer¿s behalf, then provided instructions to reset pump and assisted with reset; malfunction did not recur, customer was advised to continue using pump and to call back if any malfunction code recurred, and customer acknowledged and understood, although customer later reported time settings issue after reset and was referred to another case for continued support.